Event description:
(B)(4). It was reported that following the implantation of an elevate pc anterior, the patient experienced moderate worsening of recurrent uti's and urethritis with dysuria, imperative urge to void and pain on palpation of urethra. IV therapy with antibiotic "recommended" to medical doctor on (B)(6) 2014. The event was reported as continuing as of (B)(6) 2014. No additional patient complications have been reported in relation to this event.